Event description:
It was reported that the drill overheated during testing at a stryker facility. There was not pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill was rec'd by the MFR, however, the complaint could not be replicated. Based on the results of the device eval, the drill performed according to all specifications and was returned to the user facility.